Event description:
It was reported to medtronic minimed that the customer experienced that crack on the back of the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and the mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received stuck on flashing medtronic logo on the display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to stuck on flashing medtronic logo on the display. Unable to download history files and traces using thump due to stuck on flashing medtronic logo on the display. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned and installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo on the display noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo on the display noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo on the display noted. Stuck on flashing medtronic logo on the display was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required testing, download history files and traces using thump were confirmed due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba 1, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.